Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous, distal to mid right coronary artery. After (ivus) intravascular ultrasound was performed direct stenting was attempted with a 32 x 3.00mm taxus liberte drug eluting stent delivery system (sds) however a no cross occurred. Predilation was performed with a balloon and the sds was reinserted but did not cross the lesion. The physician removed the device and noted that the edge of the stent was lifted. The procedure was completed with another device. There were no reported complications and the patient's status is good.